Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the threads on the tip of the sleeve have broken off. A little piece of metal is stuck in the pedicle screw that was being inserted. There was no reported harm to the patient and the operation as not delayed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device; the tip from retaining sleeve broke off. The complained retaining sleeve shows that a part of pitch the thread broke off. It could not be determined as to the exact cause of this occurrence. Review of documentation for production and material shows conformity. The view of the broken surfaces does not show any anomalies of materials structure, what indicates material conformity as well. Mechanical overload caused this damage during screw insertion. These forces are the result of, as for example, strong soft tissue push or excessive correction of the screw trajectory. These forces may overstress the material with subsequent failure of the tip of the retaining sleeve. Alternatively the connection between retainer cartridge and bone screw could be partially detached by holding the green knob within screwing that is provided with the lockable retainer cartridge (03.616.043) an alternative instrument which can be hold on the knob by screwing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Year of birth 1947, date and month unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: avalign technologies ¿ nemcomed manufactured the retaining sleeve for matrix. The supplier¿s certificate of compliance indicates the parts were manufactured to specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.